Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. Stryker replaced the device's led display and the led display driver as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's screen was frozen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.